Event description:
Physician began using a diode laser with a g probe. He stated that the probe burned the eye. Physician requested another g probe and it worked correctly with no problems. After the procedure physician requested drugs/eye drops to treat the burned area of the eye. An eye patch and eye shield was applied to the eye.